Event description:
It was reported that during a da Vinci-assisted gastric bypass (roux-en-y) surgical procedure, the user informed the Technical Support Engineer (TSE) that a recoverable error 32100 occurred on the Universal Surgical Manipulator (USM) 4. The user stated that they first attempted troubleshooting by rebooting the system and attempting to recover the fault, but that did not resolve the issue, and they then attempted to re-drape USM 4 without success. The TSE explained that the error indicated a mechanical issue and asked whether the user could continue using the system with three Arms. The user disabled USM 4 and continued with the procedure using the remaining three Arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The FSE reseated the shoulder harness connections at the encoder and the brake of the extra elbow joint, and this resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.